Manufacturer narrative:
Blood was observed on the adhesive pad. Inspection of the bottom housing and formed needle found no damages or defects that would have contributed to the observed blood. The o-ring was found to be damaged causing an inadequate seal, an internal leak, corrosion, insufficient battery voltages and data loss.

Event description:
It was reported the patient's blood glucose level rose to >250 mg/dl while wearing the pod between 4 and 24 hours. Upon device evaluation, the o-ring was found to be damaged. The pod was originally reported for bleeding at the infusion site.